Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge user guide, ¿make sure that insulin is at room temperature before filling the cartridge.¿

Event description:
It was reported that air bubbles were observed in the patient line. Customer¿s blood glucose level was ¿high¿, however a specific bg value was not provided. A bolus was delivered to address the bg level. Reportedly, the customer loaded cold insulin into the cartridge. Tandem technical support educated the customer on labeled insulin usage. The customer primed the tubing to address the issue.